Event description:
It was reported by the field service technician that during preventative maintenance, the rover power cord had broken wires on it. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The field service technician removed the damaged plug cut the broken wires back and reattached the power plug. The device was returned to service.